Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-02557. It was reported the patient is experiencing ineffective therapy. Reprogramming attempts have been unsuccessful. In turn, the patient may undergo x-rays and surgical intervention.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-02557. Follow up revealed the patient underwent surgical intervention on 5/19/2017. The doctor disconnected the patient's leads from their ipg and implanted two, new leads. The new leads were implanted at a higher location than the patient's original leads. The patient's original leads remain implanted.